Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported issue with the up arrow key, which was reproduced. Evaluation observed the second soft, setup, #1, #4 and #7 keys to be inoperable. The reported issue with the up arrow key was verified and found to be caused by the keypad flex not being properly seated in the input/output printed circuit board connector. The keypad flex was reconnected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an issue with the up arrow key. There was no patient involvement. No additional information is available.